Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was presented to the hospital with complaints of shortness of breath that had been ongoing for three days. An electrocardiogram was performed, and the results were abnormal. The patient¿s troponin results were elevated and increasing. The patient was then transferred to another hospital for left heart catheterization. The left heart catheterization revealed severe multi-vessel disease with an elevated end-diastolic pressure. The decision was made to place the impella cp in a pre-operative setting and transfer the patient to another hospital for a high-risk coronary artery bypass graft procedure. The patient was successfully transferred to the hospital, and the following day the patient was taken to the cardiac catheterization laboratory (ccl) for a percutaneous coronary intervention (pci). Two drug-eluting stents were placed to the left circumflex coronary artery, however the attempt to intervene on the left anterior descending coronary artery (lad) was not successful, and the medical team determined that the patient was no longer a surgical candidate for coronary artery bypass graft. Additionally, it was reported that the automated impella controller stopped displaying the placement signal and shortly after the loss of placement signal, the aic had a yellow controller error alarm. The aic was exchanged for another unit and the yellow alarm resolved. The following day, it was noted that the patient¿s urine output was slightly pink and was decreased since admission to the hospital. The patient was given fluid volume, and it was noted the urine color cleared throughout the day. The following day, the patient was taken back to the ccl to address the lad with another pci. The pci was successful, and the patient was implanted with two stents to the lad and two stents to the right coronary artery. Following the procedure, the patient was successfully weaned and the impella cp was explanted. This complaint involves two impella devices: impella cp with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. H10 related report number was added. Investigation summary: no product was returned for investigation. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.